Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that inner parts of the control section were corroded due to water invasion from leakage point, causing abnormality in the angulation mechanism, which led to occurrence of the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the uretero-reno videoscope¿s up/down lever was not working, felt like it was locked. The issue was found during preparation for use. There were no reported delays or patient sedation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the up/down lever was frozen and was unable to check angulation. Additionally, advanced diagnostics of the scope cover revealed fluid and corrosion inside the body control unit, inside the up/down lever and around the drum unit, caused by big leak in channel at distal end. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.